Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero pressure rated extension set was loose/ leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the new bd extension sets md5310 that replaced md5309. The hub is screwed on instead of glued, and we are having issues with them not staying tight and in some cases, boluses actually exploding off the tubing. We have issues with leaking and have even had issues where anticoag meds aren't getting to the patient intra-procedurally.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination did not indicated any damages or abnormalities. The sample was then primed and connected to a sample bd primary infusion set. A simulated infusion was conducted at a flow rate of 125 ml/hr for 1 hour. There were no signs of leakage, separation, air-in-line or occlusion. Additionally, the sample did not spontaneously separate during the normally handling of the product. The customer complaint of loose component could not be confirmed. Based on the investigation of the sample, a root cause analysis was not conducted because the reported failure could not be replicated. A device history record review for model mz5310 lot number 25089084 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.